Manufacturer narrative:
(B)(4). Meter evaluated with no defect found. Returned test strips produced e-5 and low readings - black chemistry observed. Most likely root cause is black chemistry due to improper storage. Qc investigation evaluation completed 12/30/2016.

Event description:
Meter is displaying e-5 after blood sample is tested. Customer stated she is feeling well. The customer was instructed that the e-5 error is a test strip error. Customer performed a back to back blood test, which resulted in e-5 and e-5. Customer stated the e-5 message appeared more than one time. The customer confirms she is using proper technique and that her hands are dry when testing. Customer states she does not have another strip vial. Customer states that no adverse event was related to this issue.